Manufacturer narrative:
The complaint sample was received for evaluation, however the evaluation has not yet been completed. Once the investigation is complete, a supplemental medwatch 3500a emdr will be submitted. Report source: complaint information received from distributor, (B)(4).

Event description:
It was reported during an unknown procedure on a male patient that the offset cup impactor was broken. The device would not disengage from the cup after impacting. No adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was received at viant for evaluation and the reported event was confirmed. The chain assembly had broken at the cardan joint nearest the blue knob. The fork nearest the blue knob was bent outward and the short pins that were welded to the cardan fork were fractured away from the fork. It was observed that the short pins were welded to the fork nearest the blue knob and the long pin was still welded in place to the other fork. This is not correct per the assembly prints. Other observations: there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; there were several deep impaction marks on the impaction plate; the blue knob was severely deformed. The deformities appear to have been caused by pliers, which is not the intended use of the device, however that is unknown; the returned complaint sample was etched per applicable drawings. The applicable device history records (dhrs) were reviewed. No discrepancies were discovered. In conclusion, the reported event is confirmed and is attributed to the manufacturing process. A quality alert was released to the floor and corrections were implemented to further instruct operators how to assemble the device correctly to the print. No further investigation is required for this complaint record. H6: updated method, result and conclusion codes.